Event description:
It was reported that a resident became entrapped between the head and foot siderails.

Manufacturer narrative:
The hosp would not provide any add'l info regarding the cause of death including the date of demise.